Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 650cc artoura breast tissue expander. Post-operatively, the patient was diagnosed with a deflated left tissue expander. As a result, the patient underwent removal on (B)(6) 2023. The date of event was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2023, mentor was provided with an update to the suspect medical device information. The new information is as follows: size: 575cc. Brand name: mentor smooth round spectrum. Procode: fwm. Common device name: prosthesis, breast, inflatable, internal, saline. Catalog: 3501490. Lot: 9909364. Serial: (B)(6). On september 25, 2023, mentor became aware that the date of implantation occurred on (B)(6) 2023 for the suspect medical device. On september 29, 2023, mentor completed an evaluation on the returned device. The product was returned to mentor for evaluation with the connectors, tubing, and the fill valve attached. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During the visual analysis of the breast implant device, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed for lot 9909364, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).